Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, wire tip detachment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed concentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. During the use of the 182cm choice pt wire inside the patient the distal tip detached. The distal tip remains in the distal lad lesion; no attempt was made to remove the device fragment. The procedure was completed with another 182cm choice pt wire. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).